Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from generalized weakness leading to a fall. The patient was admitted to hospital and diagnosed with rhabdomyolysis, acute renal failure, endocarditis and blood infection/sepsis for which they received antibiotics. Approximately two weeks later, the patient suffered another fall and fractured their thoracic vertebrae. The patient was surgically treated for their fracture. Also, the patient was found to be (B)(6) for (B)(6) and escherichia coli. A transesophageal echocardiogram (tee) was performed and vegetation was noted on the right atrial (ra) and right ventricular (rv) leads. The rv lead also exhibited high thresholds. The implantable pulse generator (ipg) system was explanted and the patient received antibiotic therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected. If information is provided in the future, a supplemental report will be issued.